Event description:
It was reported that the atrial lead was explanted and replaced due to low impedance. The new atrial lead had good measurements at implant. Soon after implant, the atrial impedance decreased. Capture and sensing remained stable and within range. Upon testing the lead gave consistent impedance measurements separate from the device and inconsistent measurements when connected to the device. The device was explanted and replaced. There were no known complications for the patient.

Manufacturer narrative:
The reported impedance anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
(B)(4).